Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026. The infusion set tubing was pulled out of patient¿s body at the grocery store which leads to high blood glucose levels upto 353 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.